Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure+removal") in a 45 year-old female patient who had essure inserted (lot no. 664591) for female sterilisation. The patient had a medical history of uterus enlarged, leiomyoma and chronic cervicitis on (B)(6) 2020, menometrorrhagia, adenofibroma, paratubal cyst, overweight and genital bleeding. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2020, 3848 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy.). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: right tube, 4 coils were noted post procedure, and in the left tube, 5 coils were noted post procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 29.017 kg/sqm. [Pathology test] on (B)(6) 2020: specimen: uterus fallopian tubes and ovarys-permp. Diagnosis: uterus, cervix and uterine tubes, hysterectomy and morcellation: chronic endocervicitis with benign polyp. Endometrium showing weakly proliferative phase pattern with focal hyperplasia (simple hyperplasia without atypia). Myometrium with solitary leiomyoma. Fallopian tubes with benign paratubal cysts and adenofibroma; status post bilateral tubal ligation. Gross description: within the cornu of each fallopian tube there are two intact silver metallic spring-like essure coils, each measuring 2.5 x 0.6 cm. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: reporters,patient information,medical history,lab data,indication,lot no.,expiry date,drug removal date,event onset date,non drug treatment added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure+removal") in a 45 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2020, 3825 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required) via surgery (hysterectomy - uterus & cervix). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-may-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure+removal") in a 45 year-old female patient who had essure inserted (lot no. 664591) for female sterilisation. The patient had a medical history of uterus enlarged, leiomyoma and chronic cervicitis on (B)(6) 2020, menometrorrhagia, adenofibroma, paratubal cyst, overweight and genital bleeding. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2020, 3848 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy.). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: right tube, 4 coils were noted post procedure, and in the left tube, 5 coils were noted post procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 29.017 kg/sqm. [Pathology test] on (B)(6) 2020: specimen: uterus fallopian tubes and ovarys-permp. Diagnosis: uterus, cervix and uterine tubes, hysterectomy and morcellation: chronic endocervicitis with benign polyp. Endometrium showing weakly proliferative phase pattern with focal hyperplasia (simple hyperplasia without atypia). Myometrium with solitary leiomyoma. Fallopian tubes with benign paratubal cysts and adenofibroma; status post bilateral tubal ligation. Gross description: within the cornu of each fallopian tube there are two intact silver metallic spring-like essure coils, each measuring 2.5 x 0.6 cm. Lot number: 664591 manufacture date: 2009-08 expiration date: 2012-08. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 24-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure+removal") in a 45 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2020, 3825 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus & cervix). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.